Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with development of cylinder in both eyes (astigmatism). Surgeon reported that patient needs to improve ocular surface first prior to enhancement. Therefore patient is on artificial tears every 2 hours and muro unguent prior to bedtime. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision, left eye (os) is worse than the right eye (od). Patient reported symptoms are not interfering with daily activities. It was reported that patient may need enhancement due to the astigmatism. Bcva from (B)(6) 2018: right eye post-op 20/20 .50 x -1.00 x 165, left eye post-op 20/25 1.25 x -2.25 x 15.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Patient had enhancement procedure on (B)(6) 2018.